Manufacturer narrative:
(B)(4). No related complaint received with return of device. Final analysis found that a partial lead was returned. A full degradation of the outer insulation was noted at 4.8 cm from the connector pin. (B)(4).

Event description:
The report is to advise of an event observed during analysis.